Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v062916, implanted: (B)(6) 2007, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a 'female surgery' a few weeks prior and the implantable neurostimulator (ins) was turned off for the surgery. The ins was turned back on after surgery and the patient started having pain from their ins implant site down to their feet. It was also noted the patient started having leg pain at this time. The patient turned the ins off and reported not having the pain in their leg but they were still having pain 'where the site was' when they walked. It was noted as more 'sharp pains around the implant site' and that it is 'not really a shock.' The patient had 5 or 6 x-rays and their health care provider thought they may have osteoarthritis and wanted the patient to see a 'bone doctor.' Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.